Manufacturer narrative:
The patient's right mandibular component was removed and revised with another manufacturer's device.

Event description:
The patient's right mandibular component was removed due to suspected to material sensitivity.